Event description:
It was reported that the procedure was cancelled. A rotablator console kit assy and a rotaburr were selected for use. During procedure, it was noted that a severe speed reduction occurred inside the patient's body. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.